Event description:
The tibial insert was placed into the baseplate. After impaction, the insert had visual up and down motion. Another insert was readily available and implanted without incident. This event did not cause an adverse consequence to the pt.

Manufacturer narrative:
Summary of evaluation: the evaluation results suggest that this event is not device related but rather is associated with intra-operative procedures.